Event description:
A patient's grandmother believed that vns caused her grandson to experience an adverse event that led to device explant and the permanent use of a gastrostomy tube. According to the grandmother, the patient became very ill after the device was implanted. After the device was explanted three years later, the patient experienced pneumonia and 4 major seizures in the same day after the device. No additional relevant information has been received to date.